Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(6).

Event description:
The hospital reported that the bio-med department called and said the image was dark on the bom 7mm extended length endoscope. Biomed called for repair information and was given schoelly imaging contact info. The hospital did not report any patient effects.